Manufacturer narrative:
The complaint kit with smart card were returned for evaluation. Review of the data recorded on the returned smart card verified the treatment proceeded until an alarm #7: blood leak (centrifuge chamber) alarm occurred after 218 ml of whole blood was processed. Examination of the returned kit found the outer centrifuge bowl intact; however, was cracked around the circumference of the centrifuge bowl base. The crack occurred above and through the weld joint indicating the crack occurred in the outer bowl material and not at the weld. The centrifuge bowl was pressure tested and a leak was verified at the site of the damage. A material trace of the bowl assembly and its components used to build lot h373 found no related non-conformances. A device history record review of kit lot h373 did not identify any associated non-conformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2020.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h373 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h373 for the reported issue shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit with smart card is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported that the bowl break occurred following the purging air phase of the procedure. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was stable and would start a new treatment on a different cellex instrument. The customer has provided the kit with smart card for investigation.